Event description:
It was reported that non-sustained vt/vf episodes were observed. The egms showed artifact/noise on the lead. Fluoroscopy revealed externalized conductors. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.